Event description:
The reporter stated that the device tubing separated. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.